Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 oct 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding an unspecified number the product involved tego connectors that experienced no flow during use. It was reported that some tego appeared to fail, gets blocked resulting in interrupted therapy. The event happened during infusion. The device was changed out or replaced with no further problems encountered. Medications involved was anti blood clot medication like heparin. There was patient involvement, no patient harm but there was a delay in critical therapy.